Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. The reason for reoperation was reported to be rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side rupture and "breast pain''. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, broken shell, missing, crease fold, red particles. A microscopic analysis was performed which identify a sharp edge opening assessed as unidentified tear opening. A dimension measurement in the shell was performed which identify the thickness within specification, opening striated. Based on the device analysis the final assessment is: a sharp opening on posterior due to an unidentified (tear) opening, a striated edge opening on anterior side due to surgical damage and a piece of the shell is missing the assessment is inconclusive.

Event description:
Health professional additionally reported "creases, fractured shell and free silicone intracapsular." Device has been explanted.